Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. No unexpected numbers ramping or scroll bar moving during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer's mother called stating her son's insulin pump is having button issues. Customer's blood glucose level is 310 mg/dl. He is currently taking lantis to treat. Customer was playing outside and the device got a little wet from a sprinkler. The device was wiped clean and seemed to be working fine, but when customer tried to give himself a bolus delivery the numbers began scrolling on their own. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.